Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal for about an hour to an hour and a half. After multiple calibrations, the transmitter came back into range.